Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The labeling review found that the product IFU states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and warning-a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could have contributed to the complaint. The DHR review confirms that the accepted was manufactured per the device master record. A risk review was completed and confirmed that the event of fiber break was defined in the risk documentation and is documented accordingly. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the fiber broke in the middle of the procedure, resulting in a shortened fiber. The fiber was immediately replaced, and the procedure was successfully completed. There were no patient complications.

Event description:
It was reported that the fiber broke in the middle of the procedure, resulting in a shortened fiber. The fiber was immediately replaced, and the procedure was successfully completed. There were no patient complications.